Event description:
It was reported that a screw broke off from the device. If a piece were to fall off during a procedure it could lead to an infection. There was no known patient involvement or procedural delays were reported to have taken place.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Discarded by customer.

Event description:
It was reported that a screw broke off from the device. If a piece were to fall off during a procedure it could lead to an infection. There was no known patient involvement or procedural delays were reported to have taken place.